Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer initially called for assistance with control readings out of range. During the call she received control result of 322mg/dl on the contour next link 2.4. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The control solution was not expected to be returned for evaluation. A new meter was sent to the customer.